Event description:
It was reported that the low speed advisory was caused by the speed dropping when the patient got up to use the bathroom. The patient remained hospitalized due to phase to phase short status post pump exchange which occurred on (B)(6) 2021. The patient would reportedly be discharged home once international normalized ratio (inr) therapeutic.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were sent for review. Intermittent elevated powers as high as 19w were seen on (B)(6) 2021 through (B)(6) 2021. A low speed advisory was also seen on (B)(6) 2021 at 21:51. The speed was noted to be 8390 rpm. After (B)(6) 2021 no further elevated powers were seen. A cause of the elevated flows and powers was unable to be identified. The low speed advisory was caused by the patient remained hospitalized in the intensive care unit (ICU). Their plan of care was still pending.